Event description:
It was reported that the customer received multiple occlusion alarms. Customer changed out the infusion set and cartridge, and received another occlusion alarm. Customer's blood glucose level was 200 mg/dl.

Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.